Event description:
Atrial lead impedance warning with polarity switch occurred (B)(6)2021." Lead manufactured by st. Jude. Case:(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).